Event description:
It was reported that a prestige disc was implanted into a patient but the inserter would not release from the implant. The doctor had to remove the implant from the patient and the procedure was aborted. Cadaver bone was placed in the cervical space. The surgeon was going to use a plate instead but could not because the holes created by the prestige implant were too large for the venture screws. The surgeon decided to close the patients incision at this point.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.